Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of "high" although specific value was not provided due, the battery gauge fluctuating. The customer declined follow-up from tandem technical support regarding the issue, therefore no additional information was obtained.